Event description:
I just received a call from elizabeth at centennial marquis in las vegas. Vent s/n 39512, the screen went black while it was on a patient. The patient had some decompensation, but improved when the ventilator was switched out. Vent has been pulled out of service. Ventilation stop without te or tf logged.